Event description:
The patient experienced a shocking sensation which started "days" after implantation. The shocking was noted as general nature and was near the vaginal area. She was told to turn the device off in (B)(6) 2009 to (B)(6) 2010 time frame by another physician since the device was not approved for the patient's diagnosis. The patient was going to follow up with another physician to determine the next steps. Additional information was requested. See also manufacturer report # 3004209178-2011-03382.

Manufacturer narrative:
(B)(4).